Event description:
10 years post implant, a scan showed an endoleak. The left leg graft was suspected to have dislocated. The patient was in the operating theatre in the process of being anaesthetised for the additional procedure when he had peri-arrest and his blood pressure decreased dramatically. The doctor assumed they had ruptured the abdominal aortic aneurysm and quickly gained access on the ipsilateral (right) side and inflated a coda balloon into the in-situ main body which stabilised the blood pressure. They efficiently got access from the left groin and deployed a cook zisl-16-77 graft from the in-situ main body into the in-situ dislocated left leg. Initial contrast injections did show contrast in the aneurysm sac, however a rupture was never evident. Subsequent runs after the leg extension was deployed appeared to show that no contrast was making it into the sac and a seal was achieved. Despite the efforts of the anaesthetist team who gave adrenaline, IV fluid, and many blood transfusions the patient's blood pressure never stabilised. Whenever the surgeon partially deflated the coda balloon the blood pressure dropped dramatically. This went on for some time. After confirming there were no evident endoleaks the surgeon unscrubbed. The surgeon spoke to the family who confirmed the patient did not wish to be resuscitated or put on life support, so they were allowed to pass.

Event description:
10 years post implant, a scan showed an endoleak. The left leg graft was suspected to have dislocated. The patient was in the operating theatre in the process of being anaesthetised for the additional procedure when he had peri-arrest and his blood pressure decreased dramatically. The doctor assumed they had ruptured the abdominal aortic aneurysm and quickly gained access on the ipsilateral (right) side and inflated a coda balloon into the in-situ main body which stabilised the blood pressure. They efficiently got access from the left groin and deployed a cook zisl-16-77 graft from the in-situ main body into the in-situ dislocated left leg. Initial contrast injections did show contrast in the aneurysm sac, however a rupture was never evident. Subsequent runs after the leg extension was deployed appeared to show that no contrast was making it into the sac and a seal was achieved. Despite the efforts of the anaesthetist team who gave adrenaline, IV fluid, and many blood transfusions the patient's blood pressure never stabilised. Whenever the surgeon partially deflated the coda balloon the blood pressure dropped dramatically. This went on for some time. After confirming there were no evident endoleaks the surgeon unscrubbed. The surgeon spoke to the family who confirmed the patient did not wish to be resuscitated or put on life support, so they were allowed to pass.

Manufacturer narrative:
The device was not returned for evaluation. The device remained implanted. Medical imaging was provided and reviewed by cook¿s medical director who stated: ¿it involves a patient, (B)(6) at the time of this event, who had an endovascular aneurysm repair over 10 years earlier. He was still getting regular follow-up scans, and on the latest scan, there was a separation between the bifurcated main graft body and the left iliac leg graft. This caused a large endoleak into the aneurysm sac." The medical director said: ¿the patient was booked to have a re-connection procedure done, but ¿crashed¿ on the operating table before anything was done, with the presumption made that the aneurysm had ruptured on induction of the anaesthetic. However, at no stage was a rupture confirmed, so the cardiovascular collapse could just as likely have been due to a cardiac event, e.g. Heart attack. The true cause remains unknown. Rapid aortic control was achieved with a coda balloon, and the left iliac limb was reconnected to the graft main body with a new zisl graft. However, all attempts to deflate the coda balloon resulted in major blood pressure drops (a common occurrence, known as declamping shock). After speaking to the family, and in view of the patient¿s age, the patient was allowed to die according to his own wishes.¿ the imaging confirmed separation and a type 3 endoleak. The medical director stated: ¿this was most likely due to progressive forward bowing movement of the graft over such a long time period, with the iliac leg graft pulling out of the main graft body which appears to be firmly anchored at the top. There is no evidence of migration of the main graft body. I think this is a consequence of the effects of time, rather than any fault in the design or manufacture of the original graft, which was made in 2001, 21 years ago. The patient¿s anatomy, changing tortuosity of the aorta and aneurysm over 21 years, and large aneurysm sac most likely played the major role in the separation. We don't know the diameters of the left iliac leg graft and the left limb of the bifurcated aaa graft so we can't tell if they were an interference fit or a slip fit." Although the graft was manufactured under an earlier version of the manufacturers lot numbering system (lot: 513237) the device history record was able to be reviewed and appears complete and correct. There were no temporary deviations or non-conformances at the time of manufacturing. There is no indication that the device was not manufactured according to specification. A definitive root cause could not be determined. It is likely that the separation was caused by the patient¿s anatomy, changing tortuosity of the aorta and aneurysm over 21 years, and large aneurysm sac.